Event description:
Notification of lawsuit was received 10/16/96. The complaint states that pt underwent a laparoscopy and hysteroscopy and a puncture of the right common iliac artery and vein occurred. There were two trocars (11mm and 5mm) and a needle instrument used during the procedure. Complaint alleges defective trocar.